Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, sensor failed. No medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.